Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratches lcd lens screen and minor dents by the front lower left case. Event history log review was performed and found evidence of reported problem. Visual inspection attached cassette and functional testing were performed which failed. The customer reported problem was confirmed. According to the investigation, the pump downstream occlusion sensor was non-reactive caused the reported problem. Investigator's replace the pump dso sensor. Perform a full pm and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was alarming cassette not attached properly. There were no reported adverse events.